Manufacturer narrative:
An event regarding other - user error involving an insignia stem was reported. The event was not confirmed. Method & results: -product evaluation and results: visual inspection: visual inspection of the returned device indicated damage consistent with attempted implantation/explantation. -clinician review: no medical records were provided for review with clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies.. -complaint history review: there has been 1 other similar events for the lot referenced, which relates to same event and same patient, therefore no further trending is required. Conclusions: a review of the surgical protocol indicated. Preparing the femoral canal step 3 to help facilitate desired final stem orientation, accessing the canal laterally and posteriorly is ideal. Make sure to retract/protect abductors. Often, removal of the cortical bone of the inner table of the greater trochanter at the piriformis insertion is required. The reverse cutting rasp (1440-2003), modular box osteotome (1601-1210) or a rongeur can be used to remove bone from this area and establish version. The rasp operates in one direction and cuts as it is pulled out of the femur. Tips: remove the lateral cortical bone at the piriformis fossa to help obtain ideal proximal fit and to minimize the risk of undersizing and/or varus placement of the femoral component. The axial starter reamer (1020-1200) may be used with the t-handle (1101-2200) or power to open the femoral canal and to aid in determining the orientation of the femoral axis. Note: care should be taken not to sink the axial starter reamer below the first graduation mark to allow for proper press fit of the implant. Broaching step 4 insignia is designed to be compatible with several broach handle designs to ease insertion in various surgical approaches. Broaching is performed beginning with the size 0 broach. The broach should be inserted via canal access by positioning the broach laterally and posteriorly. Insignia was designed to be inserted parallel to the posterior cortical bone of the femoral neck although adjustments can be made by the surgeon during insertion based on patient need. Sequentially broach upward in size until the proper fit is achieved. The surgeon¿s clues to a firm fit and final size include 1.) Increased resistance to forward advancement; 2.) Changing pitch of sound that results from mallet blows to the broach handle; 3.) Lack of further motion, and 4.) Rotational stability as assessed with broach handle in place. Upon reaching the final size and depth of the broach, detach the broach handle from the broach, leaving the broach fully seated in the femoral canal. It is the responsibility of the surgical team to review the surgical protocol prior to implantation. The cause of the event was determined to be user error. No further investigation is required. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Primary left hip procedure. It was reported that femur was broached up to a size 4 for an insignia stem. The stem sat approximately 4mm proud in the bone. Implant was removed and femur was re-broached from a size 2, to a size 3, back up to a size 4. Implant still sat 2mm proud. A second stem of the same lot was opened and sat 4mm proud. Surgery originally planned with a +0 head. Surgeon decided to leave the second stem implanted, and went with a negative offset head. Surgery was completed successfully with a delay of approximately 10-12 minutes. Rep confirmed that the wasted stem is available for return, and that no further information will be released by the hospital or surgeon.

Event description:
Primary left hip procedure. It was reported that femur was broached up to a size 4 for an insignia stem. The stem sat approximately 4mm proud in the bone. Implant was removed and femur was re-broached from a size 2, to a size 3, back up to a size 4. Implant still sat 2mm proud. A second stem of the same lot was opened and sat 4mm proud. Surgery originally planned with a +0 head. Surgeon decided to leave the second stem implanted, and went with a negative offset head. Surgery was completed successfully with a delay of approximately 10-12 minutes. Rep confirmed that the wasted stem is available for return, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.